Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Discarded by facility. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 12/16/2021 it was reported by a sales representative via sems that three ar-3602h anchors pulled out of the bone during a hip arthroscopy. The first one pulled out of the bone when it was set. It was replaced and the same event occurred. A third anchor was used but once again pulled out. The anchors were replaced with a non arthrex products and the case was completed with no further issues. The case involved a 32 year old female. To date, she is fine. The rep is also returning the ar-3600nd-2h drill bit to be inspected also.